Manufacturer narrative:
Follow-up information from the customer reported that the user thought there was saliva/mucus on the end of the blade so they removed the blade and wiped it off. After doing so, the picture became very pixilated and not able to see. The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum single-use qc eco hyperangle s3, non-sterile laryngoscope, the image turned white in the middle of intubation. The procedure was completed using a different blade which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.